Event description:
It was reported that (2) devices were used during a hemicolectomy. It was reported by the affiliate that the tct75 instruments do not function. Another instrument was used to complete the case. There was no consequence to the pt.